Event description:
Sorin group a report that during a procedure, the mast double head pump displayed an error message. The tubing was switched to the other pump head and the same error message was given. The tubing was then switched to a single roller pump and the procedure continued with any further issues. There was no pt injury.

Manufacturer narrative:
The manufacture date will be provided in the f/u report. Sorin group (B)(4) manufactures the [product]. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that during a procedure, the mast double head pump displayed an error message. The tubing was switched to the other pump head and the same error message was given. The tubing was then switched to a single roller pump and the procedure continued with any further issues. There was no pt injury. A sorin group field service rep was dispatched to the facility to evaluate the issue. The service rep tested the pump and could not reproduce the issue. As a precaution, the rep replaced the speed potentiometers. The pump was cleaned and serviced. Functional testing of the pump after service found it to be working properly and in accordance with specification. The investigation is on-going. A f/u report will be sent when the investigation is complete.